Event description:
Physician reports left side "prosthetic rupture on the left side". The device was explanted.

Manufacturer narrative:
Cont. E.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: brown particles, broken shell, flat creases and weight test of the device was verified and the device has underweight. Microscopic analysis of the return device identified a curved striated opening on radius site assessed as surgical damage and broken shell with striated edge on radius side assessed as surgical damage. Based on the device analysis the final assessment is: - a curved striated opening assessed as surgical damage. - broken shell with striated edge assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted.